Event description:
During routine check of device, device would not display an ECG waveform. No reported pt involvement. Service duplicated the reported condition. Device was repaired and proper operation confirmed.